Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified sensor issue occurred. The date of the event is an approximation. The patient reported via email that he experienced an unspecified sensor issue on an unknown date following sensor insertion (location not provided). The patient contacted customer service and reported that they had been hospitalized. No patient symptoms were disclosed during the call. While attempting to transfer the patient to the technical support team, the call was disconnected. Subsequent attempts to reach the patient for additional event details were unsuccessful. As a result, no further patient information or event specifics are available at this time. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.